Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. A sap search of lots delivered to the patient in the past three months was conducted. No product was available from the distribution centers to be analyzed. A retrospective record review did not identify any nonconformance reports and/or abnormalities during the production of the sap identified lots that could have caused or contributed to the reported event. A definitive conclusion regarding the involvement of the product could not be reached without a physical examination of a complaint sample. The plant investigation revealed that lot 14amlb004 was recalled on (B)(6) 2014, due to bioburden and endotoxin issue.

Event description:
A fresenius medical care renal therapies group employee telephoned the patient inquiring about the status of the return notification of the recalled liquid bicarbonate. During the call, the patient's spouse reported that the patient "noticed she was slowing down, didn't feel well" approximately one week prior to receiving the recall notice in 2014. He states these "effects occurred hours after treatment and into the evening/night, but that no hospitalization was needed and explained the effects as "minor". Follow up was received from the patient's home therapies registered nurse (htrn), who confirmed the event as reported by the patient's spouse and state no medical intervention was required. The complaint ceased after the patient discontinued use of the product. The patient continues on home hemodialysis without issue.